Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high using blood and control solution samples. The senior medical affairs specialist spoke with the patient on october 12, 2006 to obtain/verify information. The pt noticed elevated results starting approximately a couple of months ago. Control solution tests were performed with every new vial of test strips and the results were usually within the range; however, the result was close to the upper limit. Within the last few weeks, the control solution test had been falling by falling above the specified range. The pt maintained her testing frequency of once to four times daily even though she knew the meter was reading inaccurately high. In 2006, she obtained a fasting result of 110 mg/dl in the morning. She proceeded to drink a cup of tea with milk and administered her set 20 units of lantus. Within 10 minutes, she experienced a bright light in both eyes that would not disappear and sweating profusely. She managed to stagger to the kitchen to drink milk and eat sugar pills. Throughout this time she claimed she was coming in and out of consciousness. After an unspecified amount of time later, she felt better and did not seek any medical attention. She tested and obtained a result over 200 mg/dl. The pt attributed the hypoglycemic episode to her newly prescribed metformin medication and not having eaten her usual breakfast of cottage cheese with applesauce after administering insulin. The pt claimed that she would have adjusted her insulin if she had obtained a lower result. Since she was weary of taking the oral medication, she started with 1/2 tablet, instead of a whole tablet prescribed by her physician. Only 4 to 5 days before the incident had she started taking a whole tablet in the evening. Following the incident and without the consent of her physician, the pt discontinued the oral medication, due to developing flu like symptoms and feeling awful most of the time. The customer care advocate (cca) verified that the pt was using the correct technique for cleaning the puncture area. The pt confirmed that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca walked the pt through a control solution test.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.